Event description:
During surgery, the driver end broke while trying to remove the cap screwdriver. Another screwdriver was used to complete the surgery.

Manufacturer narrative:
Batch record review indicated that the device was manufactured to all applicable specifications and requirements. The information contained herein is being provided to the FDA to comply with regulations relating to medical device reporting and is based no information submitted by others that may not be factually correct. This submission does not constitute a determination or admission that a device has malfunctioned or that a device is related to a death or injury.